Event description:
Complainant alleged that during biomed testing, the device prompted a "sdram data problem" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing using a test battery and test pads by bench handling, power cycling, and functional stress testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity log did observe error 20f which occurs when the self-test detects data integrity issues with the sdram. Review of the log showed this error was prompting for 3 months before it was reported. The main board was replaced as a precaution. No trend is associated with reports of this type.